Manufacturer narrative:
(B)(4). Concomitant medical products: 010000589, comp rvrs 25mm bsplt ha+adptr, unknown, unknown, unknown humeral tray, unknown, unknown, unknown humeral bearing, unknown, unknown, unknown humeral stem, unknown. Report source, foreign ¿ events occurred in the (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded.

Event description:
It was reported that the patient underwent a reverse total shoulder replacement. The patient was revised due to loosening of the glenosphere. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Concomitant medical products: 115310, comp rvrs shldr glnsp std 36mm, unknown; unknown, unknown humeral tray, unknown; unknown, unknown humeral bearing, unknown; unknown, unknown humeral stem, unknown. This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.